Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was in the customer's pocket and the touch screen became shattered, subsequently not allowing the customer to interact with the pump touch screen. Customer's blood glucose was 160 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.